Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient felt their legs trembling and had dyskinesia on (B)(6) 2015. The patient thought the implantable neurostimulator (ins) was at end of life and they were planning to have the ins replaced. The cause of the event was not determined. The patient was reprogrammed on (B)(6) 2015-05-12 and their symptoms had improved. The ins battery had not depleted. The patient was doing well.